Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had motor error and drive support cap anomaly. The customer¿s blood glucose level was 6.9 mmol/l. The customer reported that they had motor error. The customer reported the drive support cap was flushed. The customer declined troubleshooting high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at up arrow button due to unlocked connector on lcd board. Unable to confirm motor error alarm and unable to perform any tests due to button unresponsive. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.